Event description:
Caller tested 5.6 inr on the coaguchek xs system while a comparison lab returned as 4.06 inr. Coumadin dosage was decreased for the next 2 days based on the lab result. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.